Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. It is reported that the device declared eri 18 months prior to explant. No adverse patient effects were reported.